Manufacturer narrative:
The device was returned and evaluated. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause infection and no issues were found. The exact cause of the infection could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose reached 23.5 mmol/l (423 mg/dl) while wearing the pod between 37 and 48 hours. The patient experienced skin irritation causing red spots on the infusion site (leg), the patient was prescribed an antibiotic cream (fusidinezuur 20mg) by the healthcare provider. A new pod was applied.